Manufacturer narrative:
Brand name - cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray. The initial reporter has indicated that the device is available for evaluation but the device has not been returned at the time of this report. Concomitant medical products - carefusion mz1000-7 needleless connector. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the blue hub on a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter placed on (B)(6) 2018 was found cracked and leaking on (B)(6) 2018. The line was removed, however, the patient chart does not indicate if a replacement device was used. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complainant returned one 5fr double lumen catheter to cook for investigation. Visual inspection of the device concluded that there were no noted kinks to the device. Biomatter was present throughout the device, and there appeared to be a slight crimping on the extension tubes due to the clips. No other damage was noted. Two non-cook needless connectors with one cap were returned attached to the device. Visual inspection confirmed that the blue hub had a .75 cm crack. Cavity number of the cracked hub was 4. The crack was noted to be opposite the gate (dot) (crack was along the weld line). Visual inspection of the white hub confirmed that there was no damage to the hub. The needleless connector was tight and harder to remove. A tug test was performed on all lumens and their connections to the suture wing and hubs. Light force confirmed all connections are secure. Investigators could recreate the reported failure mode. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. The complaint was confirmed based on the returned device. A definitive conclusion could not be established. Measures have been initiated to address this failure mode. The supplier is supporting cook inc. In this process. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
No new event information has been received.